Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt had issues recharging the ins and last night pt went to recharge the ins as it was close to dying (pt noted they charged the ins twice a day when they use to charge 4 times due to programming). Pt tried to get a connection for an hour and when they looked at the charging status the ins charging was not going fast and the rtm cord was very warm on the antenna and relay bod; pt noted the relay box was clicking as well and pt understood that meant they were getting a connection. Pt clarified that the equipment was getting very warm, warmer than normal. Last night the pt tried to recharge the ins and after 3 hours the ins was only at 50% and the controller was dead not allowing them to recharge even though when they started charging the ins the controller was at 100%. The pt then went to 10 or 11 and woke up today at 5 and the ins was dead so they charged the ins today and it was okay. Pt mentioned that a few days ago their ins went out on them in charge. Pt noted this had happen before and in the past when this would happen they would see fraying but not this time. Patient service specialist (pss) advised the patient to call back once they had their equipment present for troubleshooting.  Pt called back with equipment, repeating charging issues in this case. Pt confirmed no damage to controller port and said no damage to recharger either (patient mentioned the cord had frayed in the past and patient thought that was because of how they kept the recharger on them while recharging a couple times a day). Pt said the paddle and relay box were getting very warm, almost hot pretty soon after they start a recharge session. Pt mentioned they pulled their back a couple days ago so their pain was worse than normal and was really relying on the stimulation right now. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial (B)(6) : medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.